Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated that the motor stall recovered less than twenty-four hours.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-nov-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) and consumer (con) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 499.3 mcg/day via an implanted pump for multiple sclerosis (ms). It was reported that the patient stated they were having an increase in bladder spasms and had magnetic resonance imaging (MRI) to confirm if there were any issues in relation to their ms diagnosis and the imaging did not show any flare ups. The logs confirm that the patient had an MRI (B)(6) 2023 and the pump recovered. The patient then was titrated up on their dose from 499.9 mcg/day to 578.5 mcg/day in which the patient noted no change in tone with the increase. It was further reported that the hcp did a catheter access port (cap) aspiration and they were able to get "bubbles" but no clear aspiration from the cap. On (B)(6) 2023 the hcp opened up the pump pocket and attempted to aspirate the cap. There were a lot of bubbles in the syringe when aspirating and they were able to slowly aspirate a yellow tinged fluid. The hcp then went to open up the spinal incision and found that the catheter had migrated down completely out of the intrathecal space. The hcp believed that what they were able to aspirate was a pocket of where the drug was collecting because they could see the tip where there was a small pool of fluid. As the hcp began removing the anchor, they felt like the catheter was no longer anchored to the fascia either which could have led to migration. The hcp explanted the entire system and replaced the catheter. The hcp was then able to aspirate the cap with clear cerebrospinal fluid (csf) when the new system was connected. The hcp decided to drop the patient to the lowest simple continuous dose and keep patient overnight. There were no known environmental, external, or patient factors that may have contributed to this issue. It was noted the hcp did not feel there was an issue with the system other than the catheter migration so they did not send the product back. The issue was resolved at the time of the report and the patient's status was "alive- no injury". The patient's weight at the time of the event was 79 kg and their medical history was multiple sclerosis.